Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that there were high impedances greater than 10,000 ohms on electrodes 0-4, 6, and 7. It was noted that only one lead had high impedance and the reporter was unable to determine which of the patient¿s leads was plugged into the 0-7 port. It was reported that the device was reprogrammed and diagnostic testing and troubleshooting was not required. It was noted that a revision was not planned since the patient was able to get stimulation in all affected areas following reprogramming. The patient status was noted as no injury, and patient symptoms included pain. Left back and leg chronic pain had returned when stimulation stopped working on the left side.